Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device, however, at this time product has not yet been received. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Shelf life studies, clinical studies and product monitoring & dose audits were performed during product development and on market performance continues to be monitored via stability, clinical trials and product monitoring/dose audits as a part of on market performance monitoring process. The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they experienced a skin reaction at the sensor site while wearing an abbott diabetes care (adc) device. As a result, the customer experienced symptoms of skin infection described as "green puss, skin was raw, hole in skin, left a scar" and the device was removed. The customer was unable to provide self-treatment and had contact with a healthcare professional (doctor) who unspecified treatment for this issue. There was no report of death or permanent injury associated with this event.